Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 470 mg/dl and received a no delivery alarm during bolus. The customer treated with the insulin pump. Troubleshooting was performed. The customer stated that the alarm was resolved by a complete infusion set and reservoir change. She requested to get infusion sets and reservoirs replaced. The product will not be returned for analysis.